Manufacturer narrative:
The occupation is lay user/patient. Na.

Event description:
This MDR is for the coaguchek xs strip lot 32264116. Refer to the MDR with patient identifier (B)(6) for strip lot 29415112. Customer complained of discrepant results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 1:30 pm, the customer tested on the meter with strip lot 32264116 and the result was 5.1 inr. At 2:00 pm, the customer had a lab test and the result was 3.8 inr. At 2:21 pm, the customer retested on the meter using strip lot 29415112 and the result was 5.3 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer has no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes and is not anemic. Customer's dosage of warfarin fluctuates and is on a high dose 20 mg a week. There was no allegation of an adverse event. Retention test strips ((B)(4)) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.